Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with a highest reported blood glucose of 289 mg/dl and no device alarms or noted infusion set issues; the user was guided through an infusion set change and later reported stabilization of glucose levels. Symptoms included hyperglycemia without ketone testing, without need for back-up therapy, and without medical intervention. Outcomes included no hospitalization, no emergency treatment, and no immediate adverse health effects. Investigation included a review of device performance through user interview and troubleshooting, including education and follow-up attempts. Investigation of this case revealed no confirmed device malfunction and that glucose levels stabilized after the site change. It was concluded that the cause of the hyperglycemia remained unclear and the event resolved after the infusion set change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.